Event description:
It was reported by nurse practitioner that the patient unexpectedly passed away. The definite cause of death was not provided. No additional relevant information has been received to date.